Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure at 370,000 joules of use "significantly diminished vaporization efficiency" was observed. "Dr burned fiber tip beyond cleaning ability." The fiber was exchanged. It was reported that at 216,000 joules of use, "aiming beam fires straight out of fiber" was observed. "Burned out" was observed. The fiber was exchanged. The procedure was completed with a third fiber at 115,268 joules of use. All three fiber tips were cleaned during the procedure. There was no injury to patient reported. This report is for the second fiber used.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, partially erased blue arrow indicator, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Time expended for first fiber: 25 minutes. Time expended for second fiber: 28 minutes.